Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. It was not possible to determine the root cause of the leaking from the pictures provided. No damage could be seen in the pictures. There was no leakage reported during the priming of the product before the event. It could be seen that the y-connector was also attached which is considered "off label" use. The review of the complaint history files and device history record for the lot which included the affected m100 set, lot number 14a2303g, show no nonconformities.

Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. During treatment, blood was observed leaking from the arterial luer lock. The treatment was stopped and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of approximately 167 ml. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention.